Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). The device was serviced on-site by a field service technician. Visual inspection was performed. The f-38 alarm was identified during visual inspection and functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be misloading sensors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an undetermined issue. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.